Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported a confirmed infection in the area of the implantable neurostimulator (ins). The patient "rejected" the device, and had to have it removed. The event date was not known, but the doctor revised the ins two time post-implant and that did not help. The date of the revisions could not be recalled. The patient finally had to have the ins removed in (B)(6) 2013. The patient's relevant medical history includes non-malignant pain, chronic low back pain, and spinal pain. Information regarding the circumstances that led to the event and resolution has been requested, but was not available at the time of the report. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported symptoms of fever, extreme pain at stimulator pouch, red all around site, tender to touch, and vomiting. The stimulator was removed and the patient treated with antibiotics: an antibiotic powder inside the incision, as well as oral and IV antibiotics. The infection resolved.